Event description:
It was reported to philips that the system's control module geometry button was damaged, which could impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.